Event description:
Pt revised for pain, loosening of tibial component and polyethylene wear of insert.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation could not draw any conclusions about the reported event based on insufficient info and lack of the devices to evaluate. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.